Manufacturer narrative:
Result of investigation: the device history record of the fg part number t160c should be reviewed as a part of the investigation. However, since lot number was not provided this was not possible. Based on the investigation and since no pictures or physical samples were provided, we cannot confirm the reported defect. The customer has reported experiencing difficulties in using our suction catheter due to his medical condition. According to the customer, the unpacking and installation process for the product is time-consuming, leading to issues during emergency use when immediate use is essential for breathing. Despite our efforts to communicate with the client and find details about his experience, this has not been possible. Due to the product's nature, the packaging we use is intentionally designed to keep the catheter clean and sterilized, ensuring it is ready for use. We have conducted tests on the packaging and the product installation method, and no issues have been identified. In addition, pfmea-54b-004 was reviewed and controls are implemented for this type of issues. Based on the above, the root cause was not stablished. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
H3: 81 other ¿ at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the customer is having difficulty opening the packaging of t160c catheter suct no touch 14fr w/basin making it difficult to use. Furthermore, there is no information on patient harm.